Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) longevity estimation is from 4 months remaining last (B)(6) 2025 to elective replacement indicator (eri) a month after. Technical services (ts) offered health care professional (hcp) engineering analysis but declined. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) longevity estimation is from 4 months remaining last november 2025 to elective replacement indicator (eri) a month after. Technical services (ts) offered health care professional (hcp) engineering analysis but declined. This device remains in service. No adverse patient effects were reported.